Event description:
During the procedure, the tip of the dilator was deformed, and the needle perforated the sheath. The sheath was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. No perforations were noted on the returned sheath or dilator. The dilator distal tip had been split and one of the vacuum relief holes at the distal end of the sheath was stretched and bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.